Event description:
It was reported to philips the device had arrived at the sales office and the check vent: machine pressure sensor auto-zero failed alarm occurred. There was no patient involvement or harm. This event was reported to have occurred at the sales office. There was no delay to therapy. The device was evaluated by the philips international field service engineer (fse) who confirmed the reported issue via the event log (error code 1109), however, could not duplicate the reported issue. The fse replaced the solenoid valves preventively. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.